Event description:
Someone texted in to let know patient was deceased. Was the issue resolved? If yes, how? Did not confirm cause of death. Someone texted in to let know pt was deceased. Was the product replaced? No. Is the product being returned? No. Event type: medical only. What was the formal medical assessment regarding the cause of death? (Please obtain cause of death directly from a hcp) n/a. Does the physician or a hcp believe the cause of death was related to the nevro procedure, device or therapy? No. On (B)(6). (B)(6) 2022: ts emailed (B)(6) about patient death. What was the formal medical assessment regarding the cause of death or alternatively, does the physician believe the cause of death was related to the nevro procedure, device or therapy? What was the date of death? What was the date the physician¿s assessment was obtained? What was the type of communication from physician (e.g., verbal / email / text)? What is the first and last name of the physician that provided the assessment? On (B)(6). (B)(6) 2022: ts sent a follow up email to reps (B)(6). Gfe 2 completed. On (B)(6). (B)(6) 2022: emailed care team regarding cause and date of death (gfe3). On (B)(6). (B)(6) 2022: a review of the complaint database shows that there were no reports of device-related issues from the patient prior to the passing. (B)(6). (B)(6) 2022: the lot history review shows seven other deaths of patients with ipg from the same lot. One death was due to cancer, one death was due to heart attack, one death was due to pulmonary reason, one death was due to suicide, one death was due to stroke and the cause of two deaths is unknown. There was no reports of death related device malfunction for this ipg lot.

Manufacturer narrative:
The date provided is an estimate; the actual date was not provided at the time of this report. The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Manufacturer narrative:
Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient passed away. Multiple attempts were made to obtain a medical assessment from the physician regarding the cause of death, but none was available. There were no reports of device-related issues from the patient prior to the passing.